Event description:
The fixed duraguard, 16mm overheated during testing performed by field service tech during a routine svc maintenance visit. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection observed severe corrosion damage to the upper bearings.